Event description:
The user facility reported via medwatch (B)(4) that the sides of their ultramatrix eus balloon olympus linear are sticking together and ripping when separated. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available.